Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device will not be returned by the hospital to the manufacturer for evaluation. Therefore, the alleged product complaint cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil detached during a procedure. There was no reported patient injury or intervention. The patient's condition was reported to be "good."